Event description:
It was reported that a malyugin ring was used intraoperatively due to poor pupil dilation. Upon lens insertion one of the haptics was torn off the lens. The incision was enlarged, lens was removed, and same model and diopter lens was successfully implanted. A nylon suture was used to close the incision. Pt prognosis is good. Please reference MDR # 1119279-2013-00189 for the delivery device used during the event.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.